Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a spinal surgical procedure, it was observed that the burr devices were dislodged from the attachment device. According to the reporter, the surgeon had expressed that on three different occasions during two separate procedures the burr devices dislodged during surgery from the attachment device. The reporter indicated that the drills (drill bits) changed no negative outcome to the patient. There was a two minute delay to the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.